Event description:
The customer reported that the insulin pump does not give her any no delivery alarms when the cannulas come out bent. Advised the customer of how the alarm works. Unable to conduct testing at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.